Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cannula remained in her neck (foreign body in skin or subcutaneous tissue) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse, into the neck (off label use of device), the weekend prior to this report, in may 2022. Radiesse was hyperdiluted. The injection was carried out with a 25 g x 2.0 50 mm tsk cannula. In may 2022, during the radiesse injection, the cannula broke off inside the patients neck. The cannula remained in her neck. The reporter was not able to safely recover it, and the patient spent approximately 20 hours in the emergency room. The emergency room staff were not able to remove it, and they referred the case to a plastic surgeon. The patient had to have surgery to remove the cannula. The outcome of the event was unknown.